Event description:
It was reported that a programming error was made at a refill on (B)(6) 2010. The patient did not experience any symptoms relative to the mis-programming. The patient returned to clinic for reprogramming on (B)(6) 2010. At that time, the hcp attempted to perform a system contents removal, but was unable to withdraw any fluid from the side port. The pump was reprogrammed. The hcp planned to perform additional device troubleshooting.

Manufacturer narrative:
(B)(4).